Manufacturer narrative:
The device was received and evaluated at the service center. The complaint was not confirmed. A short circuit was found in the motor cable, therefore the motor cable was replaced. Given the information provided we cannot discern a definitive root cause for the short circuit failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/01/2017 and passed all functional testing before being returned to the customer. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the micro tornado handpiece with hand controls needs service. The device does not turn as the motor jammed. There was patient involvement but no impact on the patient. The issue was found post-operatively. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure. This is report 1 of 1 for (B)(4).